Manufacturer narrative:
The device was returned for analysis. The reported mechanical jam and the reported activation failure were able to be confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported/noted difficulties appear to be related to circumstances of the procedure as it is likely that interaction with the mildly tortuous, mildly calcified and 90% stenosed anatomy resulted in preventing the shaft lumens from moving freely; thus resulting in the reported/noted mechanical jam and the reported/noted activation/deployment failure. The noted blood in the sheath and in the retracting sheath likely contributed to the noted difficulties during return analysis. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The absolute pro device is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that the procedure was to treat the superficial femoral artery (sfa) with mild tortuosity, mild calcification and 90% stenosis with an unspecified pre-dilation device. Using an antegrade approach, the 6x60mm absolute pro self expanding stent system (sess) was advanced over an unspecified 0.035 guide wire. The thumbwheel was engaged; however, the thumbwheel did not turn and the stent was unable to be deployed. An unspecified sess was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided. Returned device analysis identified that the stent was partially deployed 1mm from the distal end of the sheath.